Event description:
Reference number (B)(4). Event occurred in japan. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025. The cannula was bent during removal of infusion set. The blood glucose level was high, and the patient was treated with pen and it lowered the high blood glucose level. No additional information available.